Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7186392

Event description:
It was reported that the patient felt very uncomfortable after going home on the day of the trial. The patient had a headache and went back to the hospital. The physician kept the patient overnight at the hospital due to concerns of a cerebrospinal fluid (csf) leak and sent patient home the next day. The physician noted that nothing unusual happened during the trial procedure that could contribute to the issue. The patient completed the trial procedure and recovered well with no further complications. The leads were not returned.